Manufacturer narrative:
G4: 16dec2019. B4: 09jan2020. The part was returned to the manufacturer for failure investigation (fi). Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician measured the resistance the returned touchscreen and verified resistances out of specification. The measured resistance across the returned touchscreen were out of specification. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/01/2019. The service technician was able to verified the reported problem. The service technician replaced the cpu board to address the restart. The touch screen was replaced to address the unresponsive issue and the o2 flow sensor was replaced to address the o2 concentration being out of range.

Event description:
During preventive maintenance (pm) the service technician reported that the screen froze at a diagnostics mode and in a few minutes the device restarted. The event log revealed that there was a record of restart error code. Also found that the some part of the touch screen is unresponsive even after touch screen calibration. And during o2 flow accuracy measurement test for oxygen concentration was out of the accepted range. The unit was not in use on patient.